Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may have contributed to this failure.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the monopolar curved scissors (mcs) instrument was not working properly. The customer noted the instrument was not maintaining position or closing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient as a result of the issue and the event did not result in fragments falling from the device into the patient anatomy. The procedure was completed utilizing a back-up da vinci instrument of the same kind with no surgical procedure delay. On 28-aug-2024, isi received user facility report (B)(4) stating: during a robotic case the monopolar curved scissor instrument wasn't working properly. The surgeons stated it wasn't maintaining position and not closing.